Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacture; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. X-rays provided were reviewed and cls migration was confirmed. The root cause of the reported migration could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include cls migration, which may result in pain or difficulty in charging, and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. An x-ray was performed and the cls was suspected to be in a horizontal position within the pocket, potentially contributing to the reported pain and charging difficulty. A revision procedure was performed, and the cls was repositioned to resolve the reported event.